Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient experienced wound healing issues at the cervical incision site. As a result, the patient presented to the emergency room (ER) on (B)(6) with an open wound and fluid drainage. Reportedly, the physician prescribed antibiotics as treatment and scheduled the patient for a follow-up appointment the next day.

Event description:
Follow-up identified the issue resolved.